Event description:
Patient received two nalu peripheral nerve stimulators (pns), one in each lower extremity. First implant was performed (B)(6) 2022 , second implant was performed (B)(6) 2022 . Per the patient, the implant could be palpated beneath the surface of the skin and this triggered the patient to persist in constant touching and picking at the sites. Surgical sites became infected and were treated with antibiotics, however the patient persisted in manually palpating the incision sites and subsequently requested to have both systems explanted. No complaints of system failure.